Manufacturer narrative:
The preventative maintenance (pm) was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm was returned for failure analysis and the reported failure was confirmed and replicated. The unit was tested on an in-house system and passed normal mode. The unit failed the carriage friction test. The unit went through more testing on a testing platform and passed all subsequent tests.

Event description:
During a preventive maintenance service, the field service engineer (fse) identified that universal surgical manipulator (usm) needing replacing due to the carriage test failing. There was no patient involvement and no customer reported issue.